Event description:
While firing load for long45a (which is the 5r45b), noticed to have incompletely discharged its staples. Another load was loaded into the long45a and this load as well as 7 prior loads fired without incident. Remnant of tissue from incompletely fired staple was removed from pt without harm to pt.